Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of "meeting resistance halfway through the priming process" could not be verified due to the product not being returned for failure investigation. A device history record review for material# 10013902 and lot# 24089071 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05aug2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite low sorbing set was occluded. The following information was received by the initial reporter with the following verbatim. It was reported by customer that meeting resistance halfway through the priming process.

Manufacturer narrative:
The customer reported meeting resistance during priming, and returned one sample of material 10013902, lot 24089071. Upon initial visual examination, the set had no defects or abnormalities. The set was loaded with water from a 10 ml bd syringe, and the complaint of complete set occlusion was verified. With heavy pressure applied to the set for a few seconds, the occlusion was able to be broken. The set 'popped' open and allowed flow. After flow was achieved, no other issues were observed. The root cause for the issue is unable to verified. There is a potential root cause based upon the silicon piston lubricant, fluorosilicon, not being correctly input into the smart site. The plant implemented updates to the fluorosilicon needles on may 15th, 2025 (after this lot was released), which consisted of micrometer adjustment, sensor adjustment, and speed regulation. A device history record review for material# 10013902 and lot# 24089071 was performed. The search showed that a total of 26, 403 units in 1 lot number was built on 05aug2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.